Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit with a 2-lumen catheter for evaluation. Visual examination of the catheter did not reveal any defects or anomalies. The catheter body and extension lines contained no kinks or blockages. The total length of the catheter body measured to be 169 mm which is within specifications of 157-177 mm per product drawing. The catheter was flushed using a water-filled lab inventory syringe. No blockages were detected. A lab inventory guide wire was advanced through both ends of the catheter with minimal resistance. The catheter functioned as expected and no blockages were observed. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position, and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed." The customer report of a blocked catheter could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant functional testing, and a device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during use.